Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system ap3a.240905.015.a2.s901usqs8fye4. Cloud - hardware sm-s901u. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported she sought medical attention at the emergency room (ER) due to high glucose levels caused by the pod failing to provide insulin. This led to her experiencing extreme vomiting, rapid breathing, and difficulty walking, resulting in a diagnosis of diabetic ketoacidosis (dka). She was admitted to the hospital on (B)(6) 2025 and discharged after a 24-hour stay on (B)(6) 2025, during which she was rehydrated, and given antibiotics. Her glucose levels were over 300 mg/dl. The pod was worn between 4 and 24 hours on the hip/buttocks.